Event description:
The home patient (hp) contacted baxter's technical service center regarding medical assistance during use of the homechoice (hc). The hp stated that he had "white stuff" in the tubing and that he was nauseated and throwing up. The baxter technical services representative (tsr) explained that there were no nurses on staff. The hp stated that the clinic he attends was closed and that he did not have an after hours phone number. The tsr advised the hp to either call the hospital or, if it was urgent, to call 911. The hp understood. Baxter contacted the home patient on (B)(4) 2012. He was currently in the hospital with peritonitis. The patient was unable to give a causality statement as he had to go. He was still recovering from the event. He was currently not completing therapy on the homechoice, but would return to the homechoice once his peritonitis cleared up. On (B)(4) 2012, product surveillance contacted the facility in regards to this event. The peritoneal dialysis nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2012 and admitted to the hospital on the same day. The type of peritonitis was unknown. The date of discharge is unknown. The patient is currently in a long term care (ltc) facility and receiving antibiotic therapy for the peritonitis at this time. Peritoneal dialysis therapy is ongoing. The nurse did not believe that the peritonitis was related to baxter products or the therapy itself. She states that the patient dropped his transfer set in his lap prior to initiating therapy. She believes that this was touch contamination. She stated that the patient's caregiver reported that the dianeal bag was not cloudy prior to initiating therapy. She also reported that this patient has a history of non-compliance with practicing proper aseptic technique. The patient has been retrained several times on proper aseptic technique. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because the nurse reported that there was a break in aseptic technique as the home patient experienced touch contamination, which is a use error that can cause peritonitis or potential contamination. The assignable cause is undetermined. A review of all batch record documents was performed for h11g12049, h11h09050, h11g12049 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted